Manufacturer narrative:
Section f1-14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted. When completed, the eval summary will be submitted in a supplemental report.

Event description:
During implantation, it was found that there was too much movement between the insert and the shell. The insert was removed a new insert was seated successfully. There was no adverse consequence for the pt.